Event description:
It was reported that during testing, the anspach drill smoked, squeezed, and overheated.

Manufacturer narrative:
The device was intended for use in treatment and it was reported that during drill testing, drill would smoke and make high pitched noise. DHR review found that no conditions which could contribute to the reported event were identified. This information is reasonably suggesting that the device met the specifications at the date when it was released to the distribution. A complaint history found similar reports, this issue will continue to be monitored. We could confirm if there was a relationship established between the reported event and the device. The reported device, intended for use in treatment, was not returned to the complaint unit for initial investigation, thus visual inspection could not be performed. Functional evaluation was performed during a service visit. The drill was tested and was found to smoke and overheat. This is indicative of a broken motor shaft inside the drill. Drill overheat/smoking is caused by a broken motor shaft caused by excessive cutting forces. The root cause was established to be expected wear/tear.